Manufacturer narrative:
(B)(4). Bladder atony. Pain occurred. Urinary retention. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a posterior pelvic floor repair procedure on (B)(6) 2010. On (B)(6) 2010, the pt came back to the hospital with a lot of pain in her right leg. An MRI showed irritation of the ischiadicus. On the same day, the pt underwent another surgical procedure to remove the right arm of the mesh. Then, the pain was reduced, but still present. Also, the pt developed urinary retention with bladder atony. Neurologic pain was treated with amitriptyline and bladder atony with ubretid. The pt has gone back to the pain desk in the hospital a couple of times. Urination is better but the pt still suffers from bladder atony with intermittent self-catheterization. The pt also gets physio treatment with a transcutaneous electrical nerve stimulation (tens) unit and has an appointment scheduled for (B)(6) 2011.